Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. Occurrence of a pressure sensors failure during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. Review of the device event log noted a data acquisition pcba adc reference failure occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The ventilator was in use on a patient and there was no patient harm reported. Completion of testing and service is pending.

Manufacturer narrative:
Testing and service of device pending.